Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to the connected scope failure. However, the definitive root cause was unable to be determined. The device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the evis exera iii video system center image went blank. The customer stated the patient was moved to another room with another cv-190 but the image went blank as well. The issue occurred during an unspecified diagnostic procedure and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that he was made aware of an issue in a room where the cv-190 image went blank. The customer stated the patient was moved to another room with another cv-190 but the image went blank as well. The customer did state the procedure was able to be completed. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.